Manufacturer narrative:
Initial reporter´s health care facility report number: (B)(6). Currently the information supplied would allow closure of the case since the complication seems to be a procedure related typical complication. In case the device is returned, it will be analysed. In case of analyses an additional report will be sent in to the agency.

Event description:
Irn# (B)(4). Initial reporter´s narrative/ information provided in initial reporters report # (B)(6). Pt sitting up for spinal anesthesia being performed and a portion of the spinal needle broke off inside of the patient. Ls CT confirmed retained spinal needle. Removal in or uneventfully of bent spinal needle w7 post op imaging confirming no rfo.